Event description:
Same patient as (B)(4). This is a report of a home patient (hp) that acquired peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The hp was treated with fortaz and cefazolin (dosages, frequencies and route not reported) for the peritonitis. On an unreported date, treatment with fortaz was discontinued and the patient continued to receive just the cefazolin. It was not reported if re-training on aseptic technique was performed with the patient. Pd therapy was ongoing. The patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12g09010, h11i07086, h11h24083, h12a02018, h12c30049, h12d30047, and h12k09112 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 3 involved in this peritonitis event.